Manufacturer narrative:
Philips service replaced the control module and restored normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the arm stopped working, and an emergency stop command was suspected on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.